Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed on one fiber and the machine alarmed. Nurse stated that no blood was lost. Blood test strips were used and they tested negative. Pt had no adverse effects and did not require any medical intervention. Sample has not been returned to the MFR.